Event description:
The patient reported drainage from their incision site. The patient was seen in clinic and antibiotics were prescribed. However, they are still experiencing drainage. The patient is not using the device and is scheduled for a CT scan to look for signs of infection.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, using incorrect tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient is a poor surgical risk as the doctor believes the drainage is due to edema. Additionally, the patient is not compliant with their medications or appointments and multiple tunneling attempts were performed between the two incisions which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to three identified root causes: - patient is a poor candidate due to health, weight, age, mental capacity as the patient has edema (user error- clinician). - surgical issue as multiple tunneling attempts were performed between the two incisions (user error- clinician). - patient non-compliance as the patient is not compliant with their medications or appointments (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.